Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experiences a loss in effectiveness after a time. Symptoms reappeared and patient suffered a lot. Loss of effectiveness (loss of stool of all consistencies). No external issues were reported which could explain the situation. Several reprogramming sessions took place without a satisfying effect. Battery status was always good (implanted end of 2020) but during the last consultations the impedances check showed results out of ranges on all pols except of combination case with pol 0. But with this setting the patient couldn't experience a sufficient effect neither. The symptoms remained severely. Patient was implanted in 2020 ((B)(6) tined lead implant; (B)(6) ipg implant). Revision or due to loss of effectiveness of the snm therapy (impedances all >4000ohm except of case/pol 0) on 25th of november 2023. Intraoperatively we observed great motoric answers on 3 pols (0, 1 and 2) with amplitudes of 1ma only pol 3 couldn't provoke a motoric response. We decided to not change the electrode. We cleaned the electrode with aqua dest and attached the same ins. After placing the ipg in the pocket we did a I mpedances check which showed normal values (impedances between 50 and 4000ohm except of combinations with pol 3). During the impedances check we could also observe great motoric responses. So we decided to keep the given ins too. After the patient woke up from full anesthesia I checked impedances and we had the same results as before the operation (impedances all >4000ohm except of case/pol 0). No sensory responses could be triggered except of using program (case +/pol 0-). Impedances check was also carried out with higher amplitudes (up to 2v) and with a different hand-held device. Results stayed the same. Issue not resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The or is scheduled for the 23rd of february.

Event description:
Additional information was received. The rep reported surgery took place on (B)(6) 2024. The electrode and ipg are still in place. An additional lead was placed and connected to an extension cable. A new test phase was started to evaluate if a better result can be reached. In case the test phase is successful the new lead will be connected to the old interstim x. The goal is to have a proper working system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va28s4w. Implanted: (B)(6) 2020. Product type: lead. Product ID th90p02. Serial# (B)(6). Product type mobile platform. Product ID 978b128. Lot# va28s4w. Implanted: (B)(6) 2020. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the test phase was successful. On mar. 15th, 2024 the old ins was attached to the new lead that was implanted on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28s4w. Implanted: (B)(6) 2020. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model: 978b128, serial/lot #: (B)(6), ubd: 2022-04-14, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the patient was seen by the doctor during the consultation. There has been no improvement. Patient is suffering still from a severe fecal incontinence. An explantation of the whole system is planned for january. Physician decided to implant a new electrode and start a new test phase.